Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and failed due to the usb connector damage. A receiver charge test was performed and failed due to the usb connector was damaged (burnt). A receiver boot test was performed and failed due to the usb connector was damaged (burnt). Functional tests were not performed and due to receiver moisture damage. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded for review due to the receiver moisture damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.